Event description:
It was reported that the device had alarm - error codes/messages. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a, b,c,d,g grids. Omit: a1601 - device alarm system (1012) ,b21 - type of investigation not yet determined, c21 - results pending completion of investigation,d16 - conclusion not yet available, g0600101 - alarm, audible h3 other text : see manufacturer narrative.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the device had alarm - error codes / messages. There was no patient involvement.